Manufacturer narrative:
Updated fields: d10, h3. The customer's meter and test strips were provided for investigation where they were tested using lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr qc 2: 5.4 inr qc 3: 5.4 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory, because the meter memory was blank.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant non reproducible inr results with a coaguchek xs pst meter serial number (B)(4) compared to a doctor¿s office coaguchek meter. At 12:01 p.m., the customer¿s meter result was 4.2 inr. Within a half an hour, the customer¿s result with the doctor¿s office coaguchek was 3.1 inr. The customer could not confirm if the same finger was used for meter testing. The customer¿s therapeutic range is 2.0- 3.0 inr.